Manufacturer narrative:
Correction: d6a should have been left blank on the initial manufacturer device report. H5 and h8 was erroneously selected on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 64-year-old male on an impella 5.5 for support during high-risk procedure. During support, placement signals were erratic with position alarms. There was no patient harm. The patient remains on support.